Event description:
It was reported that during the procedure in the heavily calcified and tortuous right coronary artery (rca) for treatment of a chronic total occlusion (cto) of a non-abbott stent, several unsuccessful attempts were made to advance unspecified guide wires, one of which was a pilot 50 guide wire. The guide wires were removed and a progress 140 t guide wire was advanced to the cto with "twisting and drilling". The physician was able to place the guide wire through approximately one-third of the cto when the tip of the guide wire could no longer advance. An attempt was made to withdraw the guide wire; however, resistance was felt. Force was applied and the guide wire was pulled from the cto. The guide wire was withdrawn from the patient anatomy; however, approximately 1 cm of the guide wire tip had separated and remained in the cto. As the patient had good collateral blood supply and did not experience any adverse sequela or angina, the physician decided to leave the tip in the occluded rca. No further intervention is planned. There was no reported clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned without blood visible. There was contrast on the polymer coating. The guide wire had separated 28.5 centimeters distal to the proximal end of the polymer coating. The separated portion was not returned. There was no other damage noted to the guide wire. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. The lesion site was described as the heavily calcified and tortuous chronic total occlusion (cto), which likely contributed to the difficulty advancing. Scanning electron microscopy analysis results suggest that the core failure may be attributed to fatigue initiating at multiple sites along the circumference. Beyond the elliptically shaped fatigue regions, the core fracture surface revealed dimples, indicating ductile overload in the rapid fracture region. The coil failure may be attributed to torsional overload. It is likely that over-torquing, twisting and drilling, contributed to the separation. It is possible that the tip was entrapped within the tight lesion while the proximal end of the wire was being over-torqued causing difficulty during removal and the core to separate. The hi-torque progress instructions for use warns: do not: torque a guide wire if the tip becomes entrapped within the vasculature. Although it was reported that twisting and drilling was done prior to the separation, it could not be determined if this contributed to the separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported separation appears to be related to case circumstances. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query the complaint handling database for the reported lot was performed and revealed no other incidents for this lot. There is no indication to suggest a product quality deficiency.